Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the patient is to be warned that the device does not replace normal healthy bone, and that the implant can break or be damaged as a result of strenuous activity or trauma." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-04486, 01213 & 00794).

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an arthrodesis knee procedure utilizing patient matched implants on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a fractured screw in the coupler which led to loosening. A coupler and two adaptors were removed and replaced. Additional information received indicates the patient is experiencing instability; however, there has been no additional revision procedure reported to date.

Event description:
It was reported that patient underwent an orthopedic salvage procedure utilizing patient matched implants on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a fractured screw in the coupler which led to instability. A coupler and two adaptors were removed and replaced. Additional information received indicates the patient is having further issues; however, there has been no additional revision procedure reported to date.